Event description:
Device analysis is provided. Explant methods: intravascular, superior technique/tools: not provided

Manufacturer narrative:
Due to lead damage, unable to perform complete range of analytical tests; partial testing indicates no anomalies. The lead was received in a partial proximal approx. 30cm portion with no portion of the j stiffener wire.